Manufacturer narrative:
The device is not returned to the manufacturer. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no anomalies were found. Device is not available for return.

Event description:
Nevro received an adverse incident report from (B)(6) in regards to an incidence reported from the (B)(6). The report indicated that the device was explanted due to a deep infection that required hospitalization. Follow up inquiries indicated that the infection occurred at the lead incision site and the patient was given oral antibiotics. The patient was not harmed and the facility reported that the risk for this incident was insignificant.